Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported peeled/delaminated. It was reported that the teflon coating was noted to peel when the wire was used with an atherectomy device. Factors that may contribute to peeled / delaminated teflon include, but are not limited to, materials, damage incurred during manufacturing, coaxial alignment between the wire and device, interaction with challenging anatomy, or inadvertent mishandling. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - date of event: estimated. B6 - relevant test/laboratory data: angiogram date estimated. D4 - primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during the sales rep discussion about the new command guidewire, the physician made a general comment about the ht command es 300 cm guidewire. The physician noticed that when he uses a non-abbott laser atherectomy device on this guidewire, that the green coating on the back end of the wire, comes off on his glove, so he no longer uses this guide wire with the laser atherectomy device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.